Manufacturer narrative:
D4. Concomitant product UDI for pump is(B)(4) and for balloon is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. No anomalies were found with the pump. The visual test reveal that the pump tubing had worn to the filament. The cuff was visually inspected, and leak tested. The visual test found that the cuff was scaled. No leaks were identified. The balloon was visually inspected, functionally and leak tested. No anomalies were found with the balloon. The reported clinical observation of erosion and discomfort were confirmed as known inherent risks.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced discomfort and urethral erosion. As a result, all device components were explanted. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of erosion and discomfort are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced discomfort and urethral erosion. As a result, all device components were explanted. No further patient complications reported.